Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from her physician's coaguchek xs plus meter serial number (B)(4) compared to her coaguchek meter serial number (B)(4). Clarification of the type of coaguchek meter used by the customer was requested was not provided. The result from her meter was 3.2 inr at home with test strip lot 26683511 and believed to be correct. At 9:30 am, the result from her physician's meter was 5.8 inr with test strip lot 29494610. The measurement was less than 7 hours after the result on her meter. There was no allegation of an adverse event. There was no medical action taken based on the discrepant results. The customer and her physician repeated the measurements at the physician's office the next day because of the difference on (B)(6) 2018. On (B)(6) 2018, the result from her meter was 2.9 inr. At 9:20 am, the result from the physician's meter was 3.5 inr. Two capillary punctures were used and a sample was sent to an external laboratory. The laboratory result was not provided. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 29494610 ) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the retention meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields have been updated.